Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, in situ measurements in 2017 showed two channels involved in a short circuit due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's mother reported that there was a change in the child's hearing with the device around (B)(6) 2021. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reported that there was a change in the child's hearing with the device around (B)(6) 2021. Further assessment will be performed.